Event description:
It was reported that during the catheter ablation procedure to treat atrial flutter in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted during catheter insertion when reverse blood has been drawn in a sheath. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the catheter ablation procedure to treat atrial flutter in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted during catheter insertion when reverse blood has been drawn in a sheath. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and hemostatic valves under the microscope. No damage was noted on the flush lumen and external hemostatic valve. However, the internal hemostatic valve had a tear by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of air ingress. Additionally, the external and internal valves were found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. Oil was noted on the valves.